Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple intermittent inaccurate fill estimates after loading multiple cartridges onto the pump. Reportedly, the insulin gauge appeared to be decreasing faster than expected. During one occurrence, the cartridge was filled with 150 units of insulin, and the insulin gauge decreased to 6 units. Reportedly, the customer experienced an elevated blood glucose (bg) level of 302 mg/dl, which was addressed by administering a manual injection. Although requested, no further information was provided by the customer.